Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery (rca) that was mildly tortuous, moderately calcified and 90% stenosed. After deployment of the xience xpedition 3.5 x 38 mm stent, a distal edge dissection occurred. Another xience xpedition 3.5 x 28 mm stent was used to cover the dissection and successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.